Manufacturer narrative:
(B)(4). The customer report of an unravelled guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " swg unravelled. The issue was identified during use but there was no reported patient harm or consequence.

Event description:
It was reported that " swg unravelled. The issue was identified during use but there was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4).